Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, the pediatric patient came home early from school and reported to his parent that he felt symptoms indicative of high ketones, despite no visible signs. The cgm reading was between 110 to 140 mg/dl, and there was no bg taken. Both the parents and patient monitored the readings until the next day since the parent thought that patient was only sick just like her husband. There was no treatment administered other than the patient¿s regular dose of novolog insulin and water intake. On (B)(6) 2024, while drinking water, the patient reported severe stomach pains and a headache to their parent, leading to crying and vomiting all the consumed water. The parent did not provide any treatment but checked the measurements. The cgm reading was 110 mg/dl, and the bg reading was 390 mg/dl. The patient was taken to the clinic and the attending pediatrician immediately assessed the patient and advised the parent to take the patient to the nearest hospital due to visible symptoms of diabetic ketoacidosis (dka). They only stayed around 5 minutes at the clinic. The parent took the patient to the hospital . Upon arrival, the patient was assessed for ketones and the bg reading was high (over 600 mg/dl). The patient was admitted from (B)(6) 2024. At the hospital the patient was treated with IV insulin and conducted additional tests, including a white blood cell (wbc) count. Although the hospital recommended a longer stay, the patient was discharged due to insurance issues, with medical instructions and a change in dosage. The patient was scheduled for a follow-up appointment with their endocrinologist the following week. At the time of the report the patient was fine and stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient initially had symptoms on (B)(6) 2024. The reported glucose values fall within the c zone of the parkes error grid when the values were checked by the parents on (B)(6) 2024. No additional patient or event information is available.